Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device had a bus error, and a reboot of the device was performed; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a bus error, and a reboot of the device was performed; however, the issue was not resolved. The field service engineer (fse) reseated the connections for drawer 6 and removed debris from row a. The fse verified access and confirmed system functionality. The system functioned as intended after field service engineer repaired the device.